Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer had experienced a high blood glucose level that was over 500 mg/dl. The customer was also currently admitted in the hospital for a non-diabetes related incident and that the insulin pump had started to malfunction. The insulin pump was not delivering the insulin. The customer's latest blood glucose level was 372 mg/dl. The customer would treat their high blood glucose with manual injections. Troubleshooting for the insulin pump was not done because the call was dropped. The device will not be returned for analysis.